Event description:
It was reported that during routine follow-up in clinic, device was found to reach eri on (B)(6) 2016. On (B)(6) 2016, device estimated longevity was 1.9 years. It was noted that the device longevity calculation in (B)(6) 2016 was inaccurate. Device life cycle was normal. Device was replaced due to normal eri. Patient¿s condition was stable.